Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not oscillate while used on wood, the thrust disk had too much play and foreign liquid coming out of saw head. It was noted that the oscillating head base was broken, the plain thrust bearing was damaged, the bearings in the guide sleeve were damaged and rough rotating, the set screw and o-rings were also damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion and improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery oscillator device would not run. It was further reported that the device would not oscillate. It was not reported if there were any delays to the planned surgical procedure. A spare identical device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.